Event description:
It was reported that the coupling screw for the helical blade broke-off and while trying to get it back out, the items were damaged. It was stated the patient was shot in the leg and fractured left femur. No adverse event, a slight surgical time delay of less than 5 minutes, no surgical/medical intervention, and patient status/outcome is fine. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed for the complaint helical blade coupling screw (subject device). Four parts belonging to the trochanteric fixation nail system were returned; one helical blade inserter (part# 357.372, lot# 4887876, mfg nov2004), one blade guide sleeve (part# 357.369, lot# 4850868, mfg dec2004), one buttress/compression nut (part# 357.371, lot# 4820011, mfg aug2004), and one helical blade coupling screw (part# 357.377, lot# unknown, mfg date unknown). These devices were returned with the complaint that ¿the coupling screw for the helical blade broke-off and while trying to get it back out, the items were damaged.¿ upon receipt of these devices it was seen that only the knurled cap of the helical blade coupling screw was returned, not attached to the shaft; the blade guide sleeve has two indentations along the proximal fourth of the threaded shaft which no longer allow for movement of the buttress/compression nut along this path; the buttress/compression nut is at the proximal end of the blade guide sleeve and has damage to the underside indicative of hammer marks which caused a tear in the metal; the helical blade inserter no longer has the locking shaft attached to the alignment indicator and it appears a portion is still in the threaded region. This complaint is confirmed. This complaint against the helical blade coupling screw likely occurred as a result of off-axis hammering, or hammering while the helical blade coupling screw was not fully threaded, and the remaining instruments subsequently became damaged during the removal process, which likely involved excessive impaction with an alternate instrument given the display of damage. This complaint is confirmed, however the designs of these devices were found to be adequate for their intended uses. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.